Event description:
As reported per the edwards field clinical specialist (fcs), during deployment, the sapien valve pinned the native leaflet directly in front of the left main coronary ostium. The valve was poisoned and deployed in a stable 50:50 position. The patient failed to recover hemodynamically post deployment and the team worked rapidly to determine a cause. Epinephrine was given through the sheath in the apex, but there was no significant improvement. The systolic blood pressure was below 50 mmhg. Chest compressions were performed to circulate the drugs. A root aortogram was performed which showed some filling of the coronary arteries. With selective engagement, it appeared as if the native leaflet was directly in front of the left main coronary ostium. The cardiologist attempted to wire the coronary but the x-ray system was only working sporadically so the team decided to open the chest. When the valve was exposed, it was clear that attempts for percutaneous intervention would have been futile because the native leaflet was pinned against the coronary and there was no space in the sinus of valsalva. The surgeon gently pried the stent away from the left main and resected some of the left coronary leaflet. He then pushed the stent back and attempted to make it as circular as possible. He felt that he had done this well. The aorta was then closed and the patient was being weaned from bypass. It appeared as if she was coming off of bypass well. However, additional information revealed that the patient left the operating room, but passed away about an hour later. The cause of death was coronary occlusion. An echo was performed and the valve was working fine before the patient left the operating room.

Manufacturer narrative:
This patient had moderate native valve/leaflet calcification, moderate aortic root calcification, moderate mitral annular calcification (mac). The patient¿s sinus of valsalva (sov) was 23 mm, sinotubular junction (stj) was 19 mm, and minimum luminal diameter (mld) was 18 mm per tee. The valve is not available for evaluation; however, there is no report of device failure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (>4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the cause of the coronary artery obstruction was the native leaflet was pinned against the coronary and there was no space in the sinus of valsalva. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.